Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with mild tortuosity, heavy calcification, and 80% stenosis. After pre-dilatation was performed with a non-abbott balloon catheter, the 2.5 x 38 mm xience xpedition stent delivery system (sds) was advanced. However, resistance was met with the anatomy at the mid rca. The shaft was pushed in an attempt to advance the device, and the proximal shaft separated, approximately 15 cm from the hub. Thus, the device was no longer used in the procedure. Then, the lesion was further dilated and a 2.5 x 15 mm xience xpedition stent and a 2.5 x 28 mm xience xpedition stent were deployed. No adverse patient effects were reported. No significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.